Event description:
A report was received that the patient was experiencing pain in her legs and suspected that a nerve was hit during the recent trial procedure causing the symptom. The patient was admitted to the emergency room (ER) and was given a lidoderm patch. No further information could be obtained.